Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. The patient described the area as blisters. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised the patient to give the patch a few more days then replace with a new one. Patient reported that the irritation is getting better.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.